Manufacturer narrative:
Another reporter: (B)(6). Another contact info: (B)(6). Updated fields: b4, d8, d9, e1(event site email), e3, g3, g6, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b6, b7, e1(event site postal code). A getinge field service engineer (fse) evaluated the unit and performed a full leak test, which passed, along with functional testing, which also passed. The issue could not be reproduced. Device passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had gas leak alarm while on patient . There was no patient injury reported.

Manufacturer narrative:
Upon further review, it was determined that the failure mode involved in the event did not lead to and does not have potential to lead to the outcomes of a serious incident. Please cancel mfg report number 2249723-2025-0004675 in your database.

Event description:
N/a.